Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a cobalt allergy diagnosed in (B)(6) 2017, skin irritations, swelling and itching of the scalp, hearing loss in one ear, deformation of the nails of the hands, burning sensation in the feet, eczema in the thighs. The patient did report to receive medical intervention and was on cortisone treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was previously reported in error in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This was incorrect and following further review of the complaint information and investigation this case is should not be considered as part of the voluntary recall. The manufacturer received information alleging that the dreamstation device caused a cobalt allergy diagnosed in (B)(6) 2017, skin irritations, swelling and itching of the scalp, hearing loss in one ear, deformation of the nails of the hands, burning sensation in the feet, eczema in the thighs. The patient did report to receive medical intervention and was on cortisone treatment. No additional information is available at this time. In the previous report, sections h7 and h9 was captured incorrectly and it should be blank.